Event description:
Information received from the field notes that the atrial bipolar thresholds were 7.0 v, 1.5 ms. One month previous, the atrial thresholds were 3.5 v, 0.8 ms. The patient was given a two week steroid treatment, but the atrial capture thresholds increased to >7.5 v, 1.5 ms. The lead was subsequently replaced. The patient was not pacemaker dependent.